Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, no problem was noted with the device. Upon functional testing, it was noted that the cannula was blocked. The most likely cause of the reported failure is wear and tear.

Event description:
On 9/2/2022, it was reported by a sales representative via sems that an ar-12990 knee scorpion had an issue. During a meniscal repair procedure on 9/2/2022, the scorpion needle broke off and jammed in the tip of the scorpion. No piece broke off inside the patient, and the procedure was completed successfully. Event effects were no harm, device breaks during use. This was discovered during use with no impact to the patient. Additional information was requested. On 09/15/2022, the sales representative stated the following information over the phone. The scorpion needle, part and lot number unknown broke and jammed in the tip of the knee scorpion. The needle was fully contained inside the knee scorpion and remained in the bottom jaw. Nothing broke off inside the patient. A replacement was received and the complaint device has been already returned.